Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media posting that the insulin pump had a no delivery alarm. Blood glucose level at the time of the call was over 400 mg/dl. High blood glucose troubleshooting was not performed. No products were replaced or returned for analysis.